Manufacturer narrative:
The AED was received at cardiac science in the united states for investigation. The pads used during the rescue were not provided. Additional information about the event had been requested, but was not provided. Data was downloaded from the AED and there was no rescue data for the reported event. Examination of the data log in the downloaded file determined the rescue seemed to have been tried between 6:03:03 am and 6:15:16 am on the day of the reported event. The device detected the pads being connected to the AED and the pads were opened; however, patient impedance, indicating pad contact with the skin, was not detected during these two time periods. Afterwards the AED detected pads being disconnected from the AED. No rescue data was recorded because patient impedance had not been detected during the rescue. Evaluation of the AED determined the AED could accurately detect impedance within the human impedance range and, consequently, recognize when pads are properly attached to a patient. Shocks were successfully delivered into a defibrillation analyzer and the AED stored a rescue file for the shock tests which demonstrated it could save rescue data. The AED functioned correctly throughout the investigation.

Event description:
The rescue attempt involved a young child. The ambulance service is questioning whether or not the AED was used in the rescue attempt because when they arrived on the scene someone said only one pad was attached to the patient. The patient did not survive.

Manufacturer narrative:
Data was downloaded from the AED and there is no rescue file for the date of the rescue. The AED is being returned to cardiac science in the us for evaluation. The ambulance service was asked to provide additional information about the event.

Event description:
The rescue attempt involved a young child. The ambulance service is questioning whether or not the AED was used in the rescue attempt because when they arrived on the scene someone said only one pad was attached to the patient. The patient did not survive.